Event description:
It was reported that during the coil embolization of a middle cerebral artery aneurysm, the coil fractured and part of the coil migrated to the pt's frontal cortex. The rest of the coil was removed from the pt. The condition of the pt is unk, and no further info has been provided.